Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed an unusual noise in the device and rotational movement between housing and swivel. It was further determined that the device motor components were damaged from insuficient oil supply. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported during pre-surgery testing, it was discovered that the motor device was broken. During in-house engineering evaluation, it was observed that there was rotational movement between housing and swivel, unusual noise, and motor components were damaged from insufficient oil supply. It was reported that there were no delays in a surgical procedure and an identical spare device was available for use. It was reported that there were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.